Event description:
On 06/2002 the account reported a negative suds hiv-1 result with lot #2030 on a patient diagnosed as hiv-1 positive. The sample was sent for western blot testing which came back indeterminate. A second sample was drawn one week later and was suds hiv1 negative and western blot reactive. A third sample was drawn twelve days after this and was suds hiv1 positive and western blot reactive. The account contacted the reference lab which performed the western blot testing and they stated that the patient was undergoing seroconversion. No injury was reported.